Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin (1gm, ongoing, route and frequency not reported) and injection of fortum (1 gm, ongoing, route and frequency not reported) for the event. It was reported that 10 days after event onset, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. Antibiotic therapy was ongoing at the time of death. It was reported the patient was not recovering from the peritonitis event prior to death. Pd therapy was ongoing prior to and at the time of death. No additional information is available.